Event description:
Information received indicates the technician found the bed has a high ground resistance reading.

Manufacturer narrative:
The hill-rom technician found the ground wire on the ac power cord was broken. The technician reattached the ground wire to repair the bed.